Event description:
Our rep. Is reporting to us that during an arthroscopic labrum repair with the use of 3 gryphon anchors for fixation, the surgeon had a series of difficulties which led to a 60 minute delay to the procedure, which is the cause for this report. It appears that each time after deployment into the bone hole, the inserter shafts would not disengage from the anchors. The surgeon malleted the devices to the point that the handles broke, and consequently, drill chuck and pliers were used to extricate the inserters from the anchors. The procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2012-00223 and 1221934-2012-00225.

Manufacturer narrative:
Mitek is at this point, in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting device return.

Manufacturer narrative:
Mitek received 3 dismembered devices; 3 inserter shafts and 2 1/2 inserter handles. The devices are in a condition that can only be attributed to misuse; the distal portions of the shafts are bent to a degree, which indicates off axis mechanical force was applied. The handles are broken in half, which indicates that more than light and appropriate malleting was applied. We attribute this issue and the condition of the complaint devices to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.